Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported by an affiliate that during an a shoulder repair procedure it was passed two anchors type healix knotless 4.75 ( product code: 222330 lot : l736580) to perform the repair of rotator cuff, at the time of introducing the anchors, the head of those where it was in contact with the handle (screwdriver) was damaged, preventing the anchor to be completely introduced. It should be said that there was a variant in the technique of introducing the anchors and that the doctor removed the suture that allows to maintain the union of the latter to the handle. It was reported there were no patient consequence. The anchor part that was left outside the humeral head was removed so that it did not impinge with a shaver drill.

Event description:
Additional information received from sale representative on (B)(6)2018: reported the patient did not need hospitalization or an extended hospital stay due to the event. The patient did not need a re-operation. The patient age is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Non conformance review was performed, a non-conformance was identified for this lot (l736580) number. The complaint condition is unrelated to the nonconformance. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). - incomplete the expiration date is not currently available. Associated medwatch report number: 1221934-2018-54784. H11: corrected data: date of this report.